Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow. This occurred prior to use. The device was filled with an unspecified dose of 5fu and diluted with an unreported volume of sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured december 14, 2017 ¿ december 15, 2017. The device was received for evaluation with approximately 225ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.